Event description:
The lead was explanted nine months later for a non related issue and returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. Visual inspection also revealed insulation damage which was likely due to lead on lead abrasion at approximately 8 centimeters from the lead tip. Analysis confirmed the field allegation of a suspected fracture.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms and pacing inhibition. A fracture was suspected however the x-ray image was noted to be of poor quality, thus they were unable to visually determine if the lead was fractured. Subsequently a revision procedure was performed where the pacemaker was moved to the right side due to occlusion on the left side. The rv lead was surgically abandoned. No additional adverse patient effects were reported.